Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken in 3 areas. The 1st area was approximately 5cm to 6cm from the strain relief, next area was approximately 7cm to 9cm from the strain relief and the last area was approximately 12cm to 16cm from the strain relief. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a broken catheter occurred. A renegade¿ hi-flo¿ fathom¿ system was received broken.